Manufacturer narrative:
The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).

Event description:
A patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax. It was initially reported by the customer that the carto 3 system would display a high force (red) indicator when trying to ablate. To troubleshoot, the thermocool® smart touch® sf bi-directional navigation catheter was rezeroed and the cable was replaced without resolution. The catheter was replaced, the issue was resolved, and the procedure was continued. The reported high force issue is not considered to be MDR reportable since the issue is highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event is low. On 5/11/2021, the bwi product analysis lab received the complaint device for evaluation. On 5/21/2021, the device was inspected and it was found with a hole in the pebax and a reddish material inside the pebax. These findings were reviewed and determined the issue of a ¿hole¿ in the pebax is an MDR reportable malfunction since the integrity of the device has been compromised. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on 5/21/2021 and reassessed it as MDR reportable.

Manufacturer narrative:
It was reported by the customer that the carto 3 system would display a high force (red) indicator when trying to ablate. To troubleshoot, the thermocool® smart touch® sf bi-directional navigation catheter was rezeroed and the cable was replaced without resolution. The catheter was replaced, the issue was resolved, and the procedure was continued. The reported high force issue is not considered to be MDR reportable since the issue is highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event is low. On 5/11/2021, the bwi product analysis lab received the complaint device for evaluation. On 5/21/2021, the device was inspected and it was found with a hole in the pebax and a reddish material inside the pebax. These findings were reviewed and determined the issue of a ¿hole¿ in the pebax is an MDR reportable malfunction since the integrity of the device has been compromised. Device evaluation details: the catheter was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and force test of the returned catheter. Visual analysis of the returned catheter revealed reddish material inside and a hole in the pebax on the thermocool® smart touch® sf bi-directional navigation catheter. Magnetic sensor functionality was tested on carto and the catheter failed, error 106 was observed. A failure analysis was performed and the catheter was dissected on the tip area, loss of electrical continuity at the sensor was found, it was determined that the root cause was an internal failure of the sensor. The damage observed on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured according procedures, it could be related to the usage of the device during the procedure however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. The instructions for use (IFU) contain the following warning stated in the carto 3 system manual: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. On other hand, regarding the additional finding observed, the instruction for use contains the following information: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).